Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited no diagnostics and implant detection was not complete. The implant detect was turned off. The device remains in use. No patient complications have been reported as a result of this event.